Event description:
It was reported that the implantable pacemaker exhibited undersensing of atrial fibrillation (af), as observed on the presenting or stored intracardiac electrogram. Technical services (ts) discussed that there was an undersensing in the right atrium (ra), as confirmed by the intracardiac electrogram. Ts added that the pacemaker is operating as programmed. This pacemaker remains in service and will not be returned. No adverse patient effects were reported. Additional information received indicates that this pacemaker was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that the implantable pacemaker exhibited undersensing of atrial fibrillation (af), as observed on the presenting or stored intracardiac electrogram. Technical services (ts) discussed that there was an undersensing in the right atrium (ra), as confirmed by the intracardiac electrogram. Ts added that the pacemaker is operating as programmed. This pacemaker remains in service and will not be returned. No adverse patient effects were reported.